Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level displayed as ¿high.¿ customer gave a correction insulin injection to address the high bg level. Reportedly, the customer continued to use the pump for insulin therapy.